Event description:
It was reported that, "surgeon inserted the set screw into the top of the nail. The set screw did not advance. The set screw was then removed from the nail. When the set screw was removed from the patient, the plastic top was no longer on the end of the set screw."

Manufacturer narrative:
Device was discarded. No evaluation will be performed. If additional information becomes available, it will be reported on a supplemental report.